Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), device breakage ("metallic marker from right insert got dissociated and remained inside the uterine horn"), general physical health deterioration ("health state alteration") and cholestasis ("cholestasis") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic contact dermatitis, hypertension, thyroidectomy in (B)(6) 2012, parity 3, anal fungal infection and oral fungal infection. Uterus anteverted and anteflexed. Concurrent conditions included carpal tunnel syndrome and overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced general physical health deterioration (seriousness criterion medically significant), insomnia ("repetitive insomnia, difficulties to sleep") and depressed mood ("emotional exhaustion with depressive mood") with fatigue, peripheral swelling, myalgia, anxiety and inflammation and was found to have antibody test positive ("anti bodies rate elevated"). In 2016, the patient experienced memory impairment ("memory lapses") and disturbance in attention ("concentration disturbances"). In (B)(6) 2016, the patient experienced rotator cuff syndrome ("supraspinatus tendinopathy"). In (B)(6) 2016, the patient experienced the first episode of back pain ("lumbago"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), stress ("stress"), spondylitis ("lumbar arthritis"), the second episode of back pain ("lumbar pain"), the first episode of pain in extremity ("pain in interior aspect of both legs"), sinusitis ("sinusitis"), dizziness ("dizziness"), abdominal distension ("swollen abdomen"), menorrhagia ("menstruations were regular but hemorrhagic for 3 days with clots"), cell death ("cytolysis"), cholestasis (seriousness criterion medically significant), arthralgia ("diffuse joint pain"), paraesthesia ("electric discharge both hands and feet"), the second episode of pain in extremity ("diffuse pain in both hands and feet") and balance disorder ("balance disorders while standing up with the eyes closed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy and removal of uterine horn). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, depressed mood, stress, spondylitis, the last episode of back pain, memory impairment, disturbance in attention, rotator cuff syndrome, sinusitis, dizziness, weight increased, abdominal distension, menorrhagia, cell death, cholestasis, arthralgia, paraesthesia, the last episode of pain in extremity and balance disorder outcome was unknown and the general physical health deterioration, insomnia and antibody test positive had resolved. The reporter considered abdominal distension, allergy to metals, antibody test positive, arthralgia, balance disorder, cell death, cholestasis, depressed mood, device breakage, disturbance in attention, dizziness, general physical health deterioration, insomnia, memory impairment, menorrhagia, paraesthesia, rotator cuff syndrome, sinusitis, spondylitis, stress, weight increased, the first episode of back pain, the first episode of pain in extremity, the second episode of back pain and the second episode of pain in extremity to be related to essure. No further causality assessment were provided for the product. The reporter commented: placement was performed with no difficulty, 3 trailing coils for left insert and 2 trailing coils for right insert. This ordeal lasts for 5 long years with a lot of difficulties to work as nanny and to take care of her family and enjoy to be with her children. The lawyer stated that an unspecified test was performed and it was positive (+++) for anxiety. The consumer requested support from a psychologist (from 01-mar-2017 to 24-may-2017) in the framework of emotional exhaustion with depressive mood associated to somatic symptoms: inflammation nos, muscular pain, swelling nos and fatigue. The consumer was afraid to have a rare pathology but the physician spent time with the patient to reassure her about the absence of underlying evolutive rare pathology. Salpingectomy was performed on left side with no difficulty and complete removal of the essure insert. However, a metallic marker from right insert got dissociated and remained inside the uterine horn, leading to removal of uterine horn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. A review of our complaint records and other nonconformances data was conducted and was unable to confirm the complaint; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1715366) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), device breakage ("metallic marker from right insert got dissociated and remained inside the uterine horn"), general physical health deterioration ("health state alteration") and cholestasis ("cholestasis") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic contact dermatitis, hypertension, thyroidectomy in january 2012, parity 3, anal fungal infection and oral fungal infection. Uterus anteverted and anteflexed. Concurrent conditions included carpal tunnel syndrome and overweight. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced general physical health deterioration (seriousness criterion medically significant), insomnia ("repetitive insomnia, difficulties to sleep") and depressed mood ("emotional exhaustion with depressive mood") with fatigue, peripheral swelling, myalgia, anxiety and inflammation and was found to have antibody test positive ("anti bodies rate elevated"). In (B)(6), the patient experienced memory impairment ("memory lapses") and disturbance in attention ("concentration disturbances"). In (B)(6) 2016, the patient experienced rotator cuff syndrome ("supraspinatus tendinopathy"). In (B)(6) 2016, the patient experienced the first episode of back pain ("lumbago"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), stress ("stress"), spondylitis ("lumbar arthritis"), the second episode of back pain ("lumbar pain"), the first episode of pain in extremity ("pain in interior aspect of both legs"), sinusitis ("sinusitis"), dizziness ("dizziness"), abdominal distension ("swollen abdomen"), menorrhagia ("menstruations were regular but hemorrhagic for 3 days with clots"), cell death ("cytolysis"), cholestasis (seriousness criterion medically significant), arthralgia ("diffuse joint pain"), paraesthesia ("electric discharge both hands and feet"), the second episode of pain in extremity ("diffuse pain in both hands and feet") and balance disorder ("balance disorders while standing up with the eyes closed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy and removal of uterine horn). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, device breakage, depressed mood, stress, spondylitis, the last episode of back pain, memory impairment, disturbance in attention, rotator cuff syndrome, sinusitis, dizziness, weight increased, abdominal distension, menorrhagia, cell death, cholestasis, arthralgia, paraesthesia, the last episode of pain in extremity and balance disorder outcome was unknown and the general physical health deterioration, insomnia and antibody test positive had resolved. The reporter considered abdominal distension, allergy to metals, antibody test positive, arthralgia, balance disorder, cell death, cholestasis, depressed mood, device breakage, disturbance in attention, dizziness, general physical health deterioration, insomnia, memory impairment, menorrhagia, paraesthesia, rotator cuff syndrome, sinusitis, spondylitis, stress, weight increased, the first episode of back pain, the first episode of pain in extremity, the second episode of back pain and the second episode of pain in extremity to be related to essure. The reporter commented: placement was performed with no difficulty, 3 trailing coils for left insert and 2 trailing coils for right insert. This ordeal lasts for 5 long years with a lot of difficulties to work as nanny and to take care of her family and enjoy to be with her children. The lawyer stated that an unspecified test was performed and it was positive (+++) for anxiety. The consumer requested support from a psychologist (from (B)(6)2017 to (B)(6)2017) in the framework of emotional exhaustion with depressive mood associated to somatic symptoms: inflammation nos, muscular pain, swelling nos and fatigue. The consumer was afraid to have a rare pathology but the physician spent time with the patient to reassure her about the absence of underlying evolutive rare pathology. Salpingectomy was performed on left side with no difficulty and complete removal of the essure insert. However, a metallic marker from right insert got dissociated and remained inside the uterine horn, leading to removal of uterine horn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical history updated and events metallic marker from right insert got dissociated and remained inside the uterine horn (device breakage, incident event, FDA codes updated), lumbar arthritis, lumbar pain, pain in interior aspect of both legs, lumbago, memory lapses, concentration disturbances, supraspinatus tendinopathy, sinusitis, dizziness, weight gain, swollen abdomen, menstruations were regular but hemorrhagic for 3 days with clots, cytolysis, cholestasis, diffuse joint pain, diffuse pain in both hands and feet, with electric discharge and balance disorders while standing up with the eyes closed were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and general physical health deterioration ("health state alteration") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced general physical health deterioration (seriousness criterion medically significant), insomnia ("repetitive insomnia, difficulties to sleep") and depressed mood ("emotional exhaustion with depressive mood") with fatigue, peripheral swelling, myalgia, anxiety and inflammation and was found to have antibody test positive ("anti bodies rate elevated"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and stress ("stress"). The patient was treated with surgery (bilateral salpingectomy via celioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depressed mood and stress outcome was unknown and the general physical health deterioration, insomnia and antibody test positive had resolved. The reporter considered allergy to metals, antibody test positive, depressed mood, general physical health deterioration, insomnia and stress to be related to essure. The reporter commented: this ordeal lasts for 5 long years with a lot of difficulties to work as nanny and to take care of her family and enjoy to be with her children. The lawyer stated that an unspecified test was performed and it was positive (+++) for anxiety. The consumer requested support from a psychologist (from (B)(6) 2017 to (B)(6) 2017) in the framework of emotional exhaustion with depressive mood associated to somatic symptoms: inflammation nos, muscular pain, swelling nos and fatigue. The consumer was afraid to have a rare pathology but the physician spent time with the patient to reassure her about the absence of underlying evolutive rare pathology. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: lawsuit report ¿ new reporter (lawyer); consumer¿s demographic data update; new adverse events (emotional exhaustion with depressive mood, stress, anxiety, inflammation nos and nickel allergy); and essure removal method (bilateral salpingectomy via celioscopy). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.